Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer was experienced low blood glucose levels. Customer's blood glucose level was unknown and they treated their low blood glucose via glucagon shot. Troubleshooting was declined. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer advised the insulin pump had nothing to do with their low blood glucose levels. The insulin pump will not be returned for analysis.